Event description:
It was reported that prior to a biopsy procedure, the device allegedly self-activated after the second slide was primed. A coaxial introducer was not used. The procedure was completed using another device. There was no reported patient contact.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiration date: 02/2025). Device pending return.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one monopty disposable core biopsy instrument was returned for evaluation. On visual evaluation, the device appeared to have residue throughout and the device was received in its initial position. On functional evaluation, the device was able to be fully primed with no issues and the arrow was visible in the ready window for 13 total tests on chicken breast. And the device was self-activated on the 14th test and the needle goes down in the cannula on the second turn to lock the device into place. 20 sample testing's were not completed. Therefore, the investigation for the reported self-activation is confirmed as the device was self-activated on the 14th test. A definitive root cause for the alleged self-activation could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 02/2025), g3 h11: h6 (method, result, conclusion) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a biopsy procedure, the device allegedly self-activated after the second slide was primed. A coaxial introducer was not used. The procedure was completed using another device. There was no patient contact.